Manufacturer narrative:
Monitor sn: (B)(4) and belt sn: (B)(4) have not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunctioned related to the event. Monitor (B)(4). Electrode belt: (B)(4): 06/2012.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) male patient passed away on (B)(6) 2014 while in the hospital. Investigation into the event revealed that the patient experienced an appropriate defibrillation event in which one shock converted ventricular fibrillation to bradycardia which transitioned to asystole. An additional shock was delivered during asystole. The patient was unconscious during the event and passed away in the hospital.